Manufacturer narrative:
Based on preliminary analysis, the asynchronous pacing mode was not applied for some episodes as the activation criteria were not met.

Event description:
Reportedly, the patient underwent pain treatment with transcutaneous electrical nerve stimulation (tens), located in the pectoral area. The physician performed sensing tests to check if tens was interfering with the pacemaker and no anomaly was observed. Since the tens treatment was inadequate, it was relocated to the lower back area but no further tests were performed on the pacemaker. After the relocation, the patient complained of syncope. Noise oversensing was recorded in some episodes, however the pacemaker was not pacing due to the noise. Preliminary analysis confirmed the reported noise oversensing and pacing inhibition. The observed noise most probably resulted from electromagnetic interferences (emi).

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the patient underwent pain treatment with transcutaneous electrical nerve stimulation (tens), located in the pectoral area. The physician performed sensing tests to check if tens was interfering with the pacemaker and no anomaly was observed. Since the tens treatment was inadequate, it was relocated to the lower back area but no further tests were performed on the pacemaker. After the relocation, the patient complained of syncope. Noise oversensing was recorded in some episodes, however the pacemaker was not pacing due to the noise. Preliminary analysis confirmed the reported noise oversensing and pacing inhibition. The observed noise most probably resulted from electromagnetic interferences (emi).

Event description:
Reportedly, the patient underwent pain treatment with transcutaneous electrical nerve stimulation (tens), located in the pectoral area. The physician performed sensing tests to check if tens was interfering with the pacemaker and no anomaly was observed. Since the tens treatment was inadequate, it was relocated to the lower back area but no further tests were performed on the pacemaker. After the relocation, the patient complained of syncope. Noise oversensing was recorded in some episodes, however the pacemaker was not pacing due to the noise. Preliminary analysis confirmed the reported noise oversensing and pacing inhibition. The observed noise most probably resulted from electromagnetic interferences (emi).